Event description:
It was reported that a cartridge change error occurred. The customer loaded a new cartridge to resolve the issue. The customer's blood glucose (bg) level was displayed as "high"; however no specific value was provided. The customer administered a manual injection to address bg.